Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned inserted in the rotablator unit¿s. The rotawire could be removed from the device. The rotawire was noted to be kinked proximally. The handshake connection was inspected and no damage was noted. A test guidewire was inserted into the device without issue. The burr was microscopically examined. The annulus was inspected and no issue was noted. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08450. It was reported that the burr became stuck on the rotawire. The target lesion was located in the anterior tibial artery. A 1.50mm peripheral rotalink® plus and a rotawire¿ were used to treat and advanced to the target lesion. During the procedure, it was noted that the rotawire became stuck on the catheter and could not be dislodged in either direction. The device was removed together as a unit. The procedure was completed with a different device. Balloon angioplasty was then performed to finish the case. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08450. It was reported that the burr became stuck on the rotawire. The target lesion was located in the anterior tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were used to treat and advanced to the target lesion. During the procedure, it was noted that the rotawire became stuck on the catheter and could not be dislodged in either direction. The device was removed together as a unit. The procedure was completed with a different device. Balloon angioplasty was then performed to finish the case. No patient complications were reported and the patient's condition was fine.